Manufacturer narrative:
Final analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the pulse generator exhibited a radiofrequency telemetry anomaly and inappropriate rate increase. The device was not used and replaced.